Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, plaque was identified within the stent. The physician elected to post dilate the area with plaque and completed the procedure. Post tcar procedure, the patient passed the neurological check but experienced an embolic stroke five hours later. Imaging revealed that the patient had frontal emboli and a small atheroma area located within the stent, but the stent was widely patent. Additional information provided indicated that the patient was not dual antiplatelet therapy (dapt) complaint as aspirin was not administered. However, based on the p2y12 inhibitor test results, the patient was responsive. The patient symptoms resolved completely within 48 hours of the tcar procedure.

Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, plaque was identified within the stent. The physician elected to post dilate the area with plaque and completed the procedure. Post tcar procedure, the patient passed the neurological check but experienced an embolic stroke five hours later. Imaging revealed that the patient had frontal emboli and a small atheroma area located within the stent, but the stent was widely patent. Additional information provided indicated that the patient was not dual antiplatelet therapy (dapt) complaint as aspirin was not administered. However, based on the p2y12 inhibitor test results, the patient was responsive. The patient symptoms resolved completely within 48 hours of the tcar procedure.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.